Event description:
It was reported that the caller experienced alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies and resumed insulin.